Event description:
I had saline breast implants inserted in 1997, mcghan. Since then I have suffered a series of illnesses which were only worsening over the last 10 years. The worst of them are: repeated upper respiratory illness every 4-6 wks (in bed with flu/bronchitis every 4-6 wks.) Gastrointestinal issues including leaky gut, an enlarged nodule in my neck which the drs don't know why it is there. I developed itp in (B)(6) 2018. Extreme tiredness. Very painful endometriosis, extreme hormonal issues, pain and mood swings, depression and anxiety. Horrible pain in my right breast. I have been to countless drs, and specialists. I am otherwise found to be a very healthy person. I neither drink nor smoke. FDA safety report ID# (B)(4).